Event description:
It was reported that during an emergency ptca treatment procedure, the angioplasty balloon became stuck on the choice pt extra support guidewire. A maverick balloon had been deployed at the lesion site, but became stuck on the wire upon retrieval and would not pull back over the wire. The entire delivery system was removed. A crosssail balloon was then deployed, and it also became stuck on the wire upon retrieval. No pt injuries or complications were reported. Add'l info has been requested regarding this event. (Same case as MFR's report # 6000130-2004-00102).

Event description:
It was further reported that the procedure being performed was a ptca / stenting treatment procedure. The lesion being treated was a 90% stenotic lesion in the right coronary artery. The pt was stable during this event. The physician used a 6f bsc pinnacle introducer sheath for vascular access and a 6f bsc fr4 guide catheter to cross the lesion. The choice pt plus guidewire was removed and replaced with another choice pt plus guidewire and a guidant crosssail balloon to successfully complete the lesion predilatation. Two bsc taxus stents and two zeta stents were placed to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'stable'.